Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant product: lnq11 icm, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead gave a lead impedance warning for low impedance. Follow up revealed the warning was noted during an ablation procedure and the patient had a recent follow up which indicated the lead was working as expected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.